Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.